Event description:
It was reported that the pump exhibited a cassette was not attached properly, reattached properly alarm. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "the device was alarming and showing error message: cassette was not attached properly¿ was replicated during functional testing. The cause was a faulty downstream occlusion (dso) seal. The dso seal was replaced to correct the issue. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.